Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('general abnormal bleeding'), pelvic pain ('pelvic pain/pain'), arthralgia ('polyarthralgia') and psychological trauma ('psych injury') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain, abdominal pain, arthralgia and psychological trauma. Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, arthralgia and psychological trauma outcome was unknown. The reporter considered abdominal pain, arthralgia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events -polyarthralgia previously reported insertion date was (B)(6) 2014 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Amendment: the report was amended for the following reason: it was discovered that the follow up information in case (B)(4) from (B)(6) 2020 and (B)(6) 2020 is confounded and contains information related to another patient. Incorrect source document attached. The previously captured events 'vaginal bleeding, menorrhagia, depression and mental anguish' were deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems, condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and arthralgia ("polyarthralgia"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, arthralgia, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events: polyarthralgia previously reported insertion date was (B)(6) 2014 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Event per pfs: lot number added. Vaginal bleeding, menorrhagia were added and the event ¿psych injury¿ was updated to ¿psychological or psychiatric problems, condition: depression and mental anguish.¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.